Manufacturer narrative:
(B)(4)

Event description:
The customer reported occlusion alarms occurred after restarting a levophed infusion which had been previously discontinued. The nurse turned off the infusion, disconnected the line and successfully flushed the infusion site. While troubleshooting the issue, she noticed a ballooned pump segment. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection revealed that the ballooned area at the top of the silicone pump segment still remained. Functional testing was performed; during a gravity infusion, the top portion of the silicone pump segment began to balloon slightly. A test infusion via a pump completed with no pump alarms or ballooning of the silicone pump segment observed. The set was then pressure tested and the observed bulge segment started to balloon at 5 psi. The root cause of the balloon in the silicone segment could not be identified.